Event description:
In 2008, it was reported that the site experienced a system fault while setting up for a da vinci s prostatectomy surgical procedure. No pt issues were reported at that time. On 7/3/08, additional info was received from the attending surgeon who indicated that continuous system faults occurred after the pt ports were placed, resulting in a 1 hour delay. During the delay, the pt's abdomen became deflated and the pt bucked vertically. With the assistance of an isi technical support engineer via telephone, the system faults were resolved by cleaning the fiberoptic cable and the planned surgical procedure was completed. The pt returned to the operating room three days after the procedure was performed with the system and a small bowel laceration was discovered and repaired. It is believed that the small bowel laceration was caused at some point in the procedure on 4/1/08, when the injured area of the bowel was not in view. This could have occurred during initial placement of the surgical ports, when the pt bucked on the table and the trocars were still installed during the system delay, during manipulation of the bowel, or during an unobserved insertion of a da vinci s or assistant instrument during the completed procedure.

Manufacturer narrative:
The investigation conducted by isi field svc engineering (fse) concluded that the system faults experienced by the customer were associated with the cable connecting the pt side cart (psc) ans surgeon side console (ssc) and the connectors on the psc and ssc. The isi fse observed that the cable and connectors had major contamination, which may have caused system communication issues, thus resulting in the system faults experienced by the customer. The system was repaired by cleaning the cable and connectors. As of 7/14/08, it was reported that the pt was recovering well. As of 7/24/08, there have been no reported recurrences of the issue at this hosp. The hosp also submitted medwatch report regarding the system malfunction, however, no info was provided on the report indicating that the pt was impacted in any way.